Event description:
It was reported that the pump exhibited a plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were cracked. Check clutch/ plunger lever error found in pump event history log. During functional testing the reported issue was duplicated during the flow test. There was a piece that broke off the bottom case and was wedged under the position pot tab and damaged the two leads. The root cause was a result of the customer's physical damage to the device. Replaced the position pot.